Event description:
It was reported that an asymptomatic patient was presented in clinic. Upon interrogation, stored episodes of ventricular noise reversion were noted. The device was reprogrammed. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abraded at 23.0 cm to 24.0 cm exposing outer coil from the connector pin. The abrasion was consistent with that of exposure to friction with another implantable device. This could most likely cause the reported complaint of noise.